Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 an x-ray confirmed that femoral head necrosis had occurred though the bone union. The femoral neck system (fns) had been implanted on (B)(6) 2019 during an open reduction internal fixation (orif). On (B)(6) 2020 a revision surgery was performed to remove the fns implants and a bipolar hemi-arthroplasty (bha) was performed. The revision surgery was successfully completed. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- there is a plate, a bolt and two screws visible on the x-rays. No indication that the involved implants did contribute to the adverse event (necrosis). The review of the x-ray does not allow for any determination of the root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.168.000s, lot: l900350, manufacturing site: grenchen, release to warehouse date: 24.may 2018, expiry date: 01.may 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.